Manufacturer narrative:
Analysis of the pump found ¿pump failed lab dispense test ¿ above spec¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 920.3 mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient¿s pump did not have motor stall recovery for over 14 hours after an MRI this concerned the pump nurse at the clinic. Per the logs the motor stall occurred (B)(6) 2019 at 5:20 pm and a recovery occurred (B)(6) 2019 at 9:08 am and a motor stall occurred on (B)(6) 2019 at 6:15pm and a recovery occurred on (B)(6) 2019 at 7:24pm. The patient seemed to have an increase in spasticity recently and showed some withdrawal symptoms after the motor stall. The environmental, external or patient factors that may have led or contributed to the issue was an MRI. The reporter did not know of any other diagnostics or troubleshooting performed besides checks after the MRI to see when the motor stall recovery occurred. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.